Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretest for locking collar assessment due to the anvil being difficult to extend/retract as a result of lack of lubricant. The most probable cause is due improper maintenance due to lack of enough lubricant. The IFU states the following regarding the reported issue that was observed by the user or customer: lubricate the surgical impactor following the completion of every cleaning and disinfection and prior to sterilization. Follow the lubricant manufacturer¿s instructions for use (i.e. Concentration/dilution and shelf life).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. Initial reporter contact address was not provided. UDI: (B)(4).

Event description:
It was reported that during maintenance, it was observed that the trigger on the motor motor device was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.